Event description:
It was reported that on (B)(6) 2010, the intra-aortic (iab) was inserted through a sheath into patient's (pt's) femoral artery. Per charge nurse, on (B)(6) 2010, the intra-aortic balloon pump (iap-0500 (B)(4)) was showing balloon volume of 35cc, but with no documentation of volume being decreased. Previous pump strips were reviewed; strip documents 40cc balloon volume & all subsequent strips show 35cc volume. Rn attempted to dial volume back up to 40cc however, pump does not allow. Rn stated that he pushed balloon volume; message displayed 35cc-100% augmentations. Rn already removed the blue helium driveline connector & reconnected, but pump still displays 35cc volume. Rn repeated process & rotated the blue connector; pump still displays 35cc balloon volume. Rn had another connector available & attached this connector to pump & it also registered 35cc. Pump was powered off, rn discontinued driveline connector, pump was powered up & rn reconnected the original connector. Pump now registers 40cc balloon volume. There was no reported patient death or injury. Medical/surgical intervention was not required. There was no reported delay in therapy. There were no patient complications. Reference MDR #1219856-2010-00578 for the intra-aortic balloon pump report.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.